Event description:
During a clinical trial of the martrix coil the aneurysm ruptured. The pt had an aneurysm ruptured in the posterior communicating artery in 2002. They were admitted in another hosp and sent to have a treatment (procedure). During the placement of the last matrix coil, this aneurysm ruptured again. A balloon was used to stop the flow; the heparin was reversed with protamine; and the procedure was finished normally (no complications so far). Medical therapy: protamine 1000 ui IV. Endovascular therapy: balloon was used to stop the blood flow. Aditional info was provided to the manufacturer regarding the pt's health history: "the pt was admitted with a sah due to their pre-procedural rupture. Few days after the second aneurysm ruptured (matrix procedure); ventricular dilatation appeared; both sah (and ventriclar dilatation) resulted in some headache episodes. A lumbar puncture was performed and this didn't show any infection, but relieved (decreased) the pt's headache. There is no info about the exact brand name, catalog #, and/or lot # the product involved in the event".